Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found leaks in the scope body and elevator channel, switch #1 had a pinhole, the switch box was scratched, the universal cord coating was peeled, the distal end was scratched, the grip was scratched, the air/water suction cylinder was discolored, the scope connector was scratched, the up/down and right/left knobs were scratched, the lens glue was chipped, the charged coupled device was scratched, the connecting tube was scratched, the forceps elevator wire was deformed, the bending section cover adhesive was cracked, and angulation was out of standard. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the distal end of the evis exera duodenovideoscope was defective. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was dirt inside the light guide lens. The report is being submitted due to dirt in the lens found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the defective distal end was found after the procedure. There was no patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The event can be prevented by following the (IFU) which state: important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.